Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Patient was implanted with universal femoral nail on an unknown date. The nail broke post-operative. Patient was returned to the or on an unknown date for revision surgery. The hardware was removed and the patient was revised with the same implant size.